Manufacturer narrative:
Updated fields: b3, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse inspected the unit completely and found that the monitor display become red intermittently. Fse reset the display ribin cable, machine display working fine for frequent time, then observed the machine for one hour, again issue had occurred. Ribin cable need to be replaced. Fse reset the display ribin cable, checked and observed the unit more than three hours, no issue found in machine, but for this intermittent issue need to replace upper display ribin cable. Fse replaced the defective ribin cable with the new cable, now unit is working okay. The machine passed all functional and safety tests as per manufacturer specifications.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had display issue. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.